Event description:
A caller reported receiving a minimum fill notification while trying to load a new cartridge into a pump. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to remove the pump from its case, but the caller was unable to do so. Attempts to resolve the issue by reloading the same and a new cartridge were unsuccessful. Customer support then emailed a higher level of assistance to provide further troubleshooting since the caller was still unable to remove the pump from the case. No additional information was received regarding the outcome of the event.